Event description:
It was reported that on (B)(6) 2026, the pod emitted a hazard alarm after approximately 12 hours of wear on the leg. The patient reported that the alarm indicated insulin delivery had stopped and that her blood glucose levels increased, so she switched to her backup insulin method; however, blood glucose levels did not decrease, and the patient developed symptoms including vomiting, prompting her to seek medical attention. No specific blood glucose values were reported; however, the patient noted being ill with the flu, which may have contributed to the elevated blood glucose levels. Review if the omnipod 5 controller notifications identified an alarm indicating that the pod failed a safety check and could not deliver insulin. The patient reported being hospitalized and diagnosed with diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous fluids and insulin infusion. At the time of reporting, the patient remained hospitalized, with no anticipated discharge date provided. No further information could be obtained despite multiple good-faith efforts to obtain additional details. The pod involved was discarded at the hospital and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the pod failure and associated alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.